Event description:
The autopulse platform (sn (B)(6)) was used to resuscitate a patient in cardiac arrest. The customer reported that the autopulse platform displayed an error message at the initial power-up of the device but didn't recall the error code. After powering off and on the autopulse, the error was cleared. The platform performed about two minutes of compressions before it stopped and displayed the prompt, "realign patient." While re-positioning the patient on the platform to troubleshoot the issue, the crew attempted to remove the patient's clothing, which had been previously cut before placing the patient on the platform. The lifeband became entangled with the patient's clothing, causing the lifeband to become jammed. The crew removed the patient from the platform. They noticed that the lifeband belt clip was damaged and stuck into the platform driveshaft slot, preventing the insertion of a new lifeband. Eventually, the crew removed the broken belt clip and inserted a new lifeband. The customer stated that during deployment with the replacement lifeband, it felt that the lifeband was loosely connected to the platform and kept slipping. Also, the crew reported that the autopulse platform was making loud clicking noises during operation. The customer felt the lifeband was not tight enough around the patient's chest during periods of decompression, and the platform was not performing as intended. The crew reverted to manual CPR but discontinued it because the patient was experiencing protein-losing enteropathy (ple) and needed extra care. Per the customer, there was no adverse impact on the patient due to the reported issue.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. H6 (health effect - clinical code) was corrected based on the received additional information. H6 (health effect - impact code) was corrected based on the received additional information. H6 (investigation conclusions) was added. The customer reported that the autopulse platform displayed an error message at the initial power-up of the device but didn't recall the error code. After clearing the displayed error code, the platform performed about two minutes of compressions before it stopped and displayed the prompt, "realign patient." The customer's reported statements were confirmed in the platform's archive data but were not replicated during functional testing performed at zoll. The customer's secondary reported complaint that "the autopulse platform was making loud clicking noises during operation" was not confirmed during functional testing. No device malfunction was observed, and the autopulse platform functioned as intended. The autopulse platform stopped compressions due to the lifeband becoming entangled with the patient's clothes, as mentioned by the customer. Therefore, the likely root cause of the reported complaint was user error. The autopulse user guide states, "maintain the lifeband at 90 degrees with the platform. Ensure that the lifeband is not impeded by anything such as the patient's arms, clothing, straps, and buckles that may interfere with the movement of the lifeband." Visual inspection of the returned platform revealed a cracked front enclosure, unrelated to the reported complaint. This observed physical damage appeared to be the characteristic of harsh impacts due to user mishandling, as the front enclosure was last replaced in august 2022 during preventive maintenance (pm) performed at zoll. The damaged front enclosure was replaced to address the issue. Per the archive, the autopulse platform was used in active operation on 22 january 2023. On this date, the platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) upon the initial powering up. The user powered off/on the platform, and cleared the ua45, as also mentioned by the customer. According to the archive, the autopulse platform had displayed a ua45 advisory message on each power-up since 19 january 2023, and it had not been cleared before the customer used the platform for deployment during the reported patient call. After the ua45 was cleared, the autopulse platform performed a few compressions before it stopped due to user advisory (ua) 17 (max motor on-time exceeded during active operation). This advisory message is followed by the prompt, "realign patient." This agrees with the reported event statement that the crew noticed the lifeband had become entangled with the patient's clothing, causing the lifeband to become jammed. The user powered off/on the autopulse, and the ua17 was cleared. The archive shows that the autopulse platform was then powered off and on multiple times, displaying user advisory (ua) 12 (lifeband not present). This advisory message occurs when autopulse has detected that the lifeband is not properly installed. This ua12 was cleared after the customer removed and replaced the lifeband. The autopulse platform then performed compressions for about 6 minutes before it stopped and displayed user advisory (ua) 02 (compression tracking error). The autopulse was powered off and on, and the ua02 was cleared. Subsequently the autopulse performed compressions for about 16 more minutes before the end of the call. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or the battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test and a load cell characterization test without any fault or error. During further inspection, the autopulse platform was subjected to run-in testing using both a normal-sized manikin and a 95% large resuscitation test fixture (lrtf). The autopulse platform passed these tests with no interruptions. During these device operations, no abnormal clicking noise was heard. If the lifeband hinged belt guards are not securely latched in place on the platform, it can result in noises and vibrations, which may explain the customer's report of the device making loud clicking noises during use. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.

Event description:
The autopulse platform (sn 42159) was used to resuscitate a patient in cardiac arrest. The customer reported that the autopulse platform initially performed about two minutes of compressions, and then it paused and displayed the prompt, "realign patient". The customer stated that the platform showed an error message at the start but didn't recall the error code. While re-positioning the patient on the platform, the crew attempted to remove the patient's clothing, which had been previously cut before placing the patient on the platform. The lifeband (lot # unknown) became entangled with the patient's clothing, causing the lifeband to become jammed. The crew removed the patient from the platform. The customer noticed that the lifeband belt clip was damaged and stuck into the platform driveshaft slot, preventing the insertion of a new lifeband. Eventually, the customer removed the broken belt clip and inserted a new lifeband (lot # unknown). The customer stated that during deployment with the replacement lifeband, it felt that the lifeband was loosely connected to the platform and kept slipping. The customer felt the lifeband was not tight enough around the chest during periods of decompression. As per the customer, the platform was not performing as intended. Also, it was reported that the autopulse platform was making a loud noise during use. The crew reverted to manual CPR but discontinued resuscitation soon after. The patient's status information was requested, but the customer did not provide a response. Please see the following related MFR reports: MFR # 3010617000-2023-00228 for lifeband (lot # unknown) and MFR # 3010617000-2023-00249 for lifeband (lot # unknown).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.